Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was found to meet specifications relative to the iipv found in the logs. No issues were identified during the review of the actual device?s previous service history record (shr) that may have contributed to the reported problem of the iipv. The assignable cause of the iipv - adult encountered in the device logs was determined to be insufficient drain- use error tidal uf removal set too low (at 500 ml). A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 at 09:05:25 with drain volume of 3344 ml during cycle 6. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.